Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture confirmed with CT scan. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation- based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported left side rupture confirmed with CT scan. Device explanted.